Event description:
Cord reversed, consumer had hard time getting it out of body, tampon vagina [foreign body in reproductive tract]. Hard time removing the tampon [complication of device removal]. Applicator is backwards, hard to get it out [device deployment issue]. Tampon placed in applicator backwards [device physical property issue]. Case description: consumer reported via phone that tampon was in applicator backwards so the cord was reversed. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Cord reversed, consumer had hard time getting it out of body, tampon- vagina [foreign body in reproductive tract] hard time removing the tampon [complication of device removal] applicator is backwards, hard to get it out [device deployment issue] tampon placed in applicator backwards [device physical property issue] case description: consumer reported via phone that tampon was in applicator backwards so the cord was reversed. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on january 22, 2022. An investigation is in progress for returned product received on february 16, 2022.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on january 22, 2022. An investigation is in progress for returned product received on february 14, 2022.

Event description:
Cord reversed, consumer had hard time getting it out of body, tampon- vagina [foreign body in reproductive tract]. Hard time removing the tampon [complication of device removal]. Applicator is backwards, hard to get it out [device deployment issue]. Tampon placed in applicator backwards [device physical property issue]. Case description: consumer reported via phone that tampon was in applicator backwards so the cord was reversed. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cord reversed, consumer had hard time getting it out of body, tampon vagina [foreign body in reproductive tract. Hard time removing the tampon [complication of device removal. Applicator is backwards, hard to get it out [device deployment issue. Tampon placed in applicator backwards [device physical property issue. Case description: consumer reported via phone that tampon was in applicator backwards so the cord was reversed. No serious injury reported.